Event description:
The customer reported the collimator iris is sticking. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the iris potentiometer. System operates as intended. (B) (4).